Event description:
During routine drills to detect problems with the pt security system it was noted that the transmitter failed to activate the alarm on 5 facility's of 6 attempts. The "staged" pt abductor successfully left the hospital with a pt and the pt was not recovered.